Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and fatal embolism ('embolism') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embolism (seriousness criterion death) and dairy intolerance ("stay very far away from dairy coz of nausea and throwing up") with nausea and vomiting. The patient was treated with surgery (essure removal). By the time of death, the pelvic pain and dairy intolerance outcome was unknown. The reported cause of death was embolism. The reporter considered dairy intolerance, embolism and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: this case was duplicated of case (B)(4) therefore this will be deleted from the (B)(4) database. All the information has been transferred from this case to retention case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.